Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the complaint. Visual inspection found multiple forms of damage on the liner. The barb has been deformed. Gouging was found on the inner radius and rim. The outer radius and side walls of the liner are scratched. Witness marks were observed on the scallops of the elevated portion of the liner and one of the scallops has been deformed. A dimensional analysis cannot be performed on the liner due to its impaction and resulting damage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 11145. (B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liner could not be fully seated into the acetabular cup easily, causing a delay of an unknown duration. Soft tissue was cleared from the acetabulum and the liner was then able to be successfully implanted. No further information is available at this time.